Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer, via social media, reported a false negative with the binaxnow covid-19 antigen self-test that was performed on an unknown date and an unknown sample type. Additional testing was performed on an unknown day with an unknown test and unknown sample type that generated a positive result. Confirmation testing via pcr at a "well now" center was performed on an unknown date using an unknown sample type and generated a positive result, as well. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer, via social media, reported a false negative with the binaxnow covid-19 antigen self-test that was performed on an unknown date and an unknown sample type. Additional testing was performed on an unknown day with an unknown test and unknown sample type that generated a positive result. Confirmation testing via pcr at a "well now" center was performed on an unknown date using an unknown sample type and generated a positive result, as well. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event: the date listed is an estimated date as the actual date of event was not provided by the consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.